Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round high profile 290cc breast implant, catalog number 3503290, serial number (B)(4), lot number 7376333. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a saline mentor breast implant of unknown type on the left breast implant and saline mentor smooth round high profile 290cc breast implant on the right breast implant and experienced deflation on the right breast implant and migration on the left breast implant. The deflation was observed by the patient. As a result, the patient had undergone removal and replacement on (B)(6) 2018 of the right breast implant and revision of the left breast implant on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient who underwent breast augmentation with mentor saline devices on (B)(6) 2016 experienced right side device inflation and left device inferior lateral migration. The patient underwent removal and replacement of right implant on (B)(6) 2018. The patient also underwent left breast implant pocket revision. (B)(4).